Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that there was foreign matter. The following information was provided by the initial reporter: the customer's verbatim report is that ink-like black fm was found to be adhering to the stopper (cap).

Manufacturer narrative:
H6: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were visually inspected and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for foreign matter on cap. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that there ws foreign matter. The following information was provided by the initial reporter: the customer's verbatim report is that ink-like black fm was found to be adhering to the stopper (cap).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.